Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having nothing but problems with the cardiac resynchronization therapy defibrillator (crt-d). Patient noted it is either a hardware problem or a software problem. Patient also reported hearing a beeping from the device. The device remains in use. No patient complications have been reported as a result of this event.